Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2017 it was reported that the patient¿s pump worked up until 2014 and then it only worked 30% of the time and was the reason it was replaced in (B)(6) 2016. The reporter also stated it was removed and replaced in (B)(6) 2016 because it quit working as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.